Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain stimulation. X-ray imaging was obtained which confirmed lead migration. A lead revision was completed to restore therapy. Lead information: brand name - evoke cap12 percutaneous lead kit - 60cm (us), model - 102878, catalog - 3008, lot/batch number - 9016004179.